Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. Reportedly, the customer filled the cartridge with 300 units of insulin. The customer's blood glucose level was 193 mg/dl, which was addressed with a bolus. The customer was able to reload the cartridge successfully and received an accurate fill estimate.